Event description:
Reporter indicated that during a routine office visit, a neurologist received a communication "fault" message when attempting to complete diagnostic tests. Review of programming history shows that the pt's generator was reprogrammed to 0ma during the interrupted diagnostic test. A final interrogation was not completed and the generator was not reprogrammed to original settings at the same office visit.